Event description:
It was reported that the user experienced rising blood glucose to about 250 mg/dl following an infusion set and tubing change on an ilet system, with the user noting a recent switch from steel to teflon cannula and receiving guidance that a bent cannula or impaired flow could elevate glucose; the user later changed supplies, observed no visible issues with the removed set, and glucose returned to normal range. Symptoms included hyperglycemia with associated malaise and nausea. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information to identify a device problem or component-level issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.